Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up, during interrogation the right ventricular lead exhibited an impedance issue . During isometrics and pocket manipulation the measurement could not be replicated. The patient would be monitored.